Event description:
It was reported that while cleaning and decontaminating the permanent cautery hook instrument, plastic pieces from port 1 and port 2 went into the device. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the luer plate was dislodged from the chassis and was pushed into the backend. A section of the chassis inner wall feature that holds the luer plate was broken off. It was concluded that the wall feature likely broke due to improper cleaning. The broken wall feature caused the luer plate to dislodge. The reprocessing instructions for instruments, accessories and endoscopes for use with the da vinci, da vinci s and da vinci si systems specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.